Event description:
Olympus medical systems corp (omsc) was informed that during an endoscope sphincterotomy (est) with sphincterotome, the cutting wires of the two subject devices broke in a row. The doctor changed the procedure to endoscopic papillary balloon dilation (epbd) and completed it. There was no report of pt injury regarding this report.

Manufacturer narrative:
The investigation also confirmed that the cutting wires were broken at the coated portion and the broken sections were melted and burned. There were no abnormalities of outer diameter of the cutting wires. Also as the result of checking the manufacturing record of the same lot, nothing abnormal detected. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.", "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong." This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2013-00532.